Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07741).

Event description:
It was reported that patient underwent a total hip arthroplasty on in (B)(6) 2001. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to a fracture under the stem. During the procedure, the femoral stem was removed and it was discovered that the oss/compress taper adapter necessary for the revision was not available in the operating room. The procedure was finished using a nail and spacers, however, the patient will have to undergo another procedure in order to implant the correct components. No revision has been reported to date.